Event description:
Per patient tracking, this lead micro dislodged. This lead was originally implanted in (B)(4). No other lead was implanted because they were unable to position a new lead in the rv outflow tract. There were no adverse patient effects reported. If additional information becomes available, this report will be updated.